Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured. There is no known impact or consequence to patient; however, recurrence of this malfunction could result in a prolonged treatment. This MDR is being reported per FDA request. Patient information regarding relevant tests/laboratory data, or medical history are unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
From a contralateral femoral approach, the stellarex device was used in a moderately calcified mid popliteal artery. During initial inflation below nominal pressure, the balloon burst. The procedure was completed with a new device. No patient injury reported.